Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting, shallow anterior chamber and narrow angle. Subsequently, the patient experienced elevated intraocular pressure and partial pupillary block. The lens was exchanged for a shorter lens. The patient is doing well and the best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).